Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated the albumin test for 1 patient sample produced a samp.c flag with no result. The same patient sample had erroneous results when tested for ise indirect na, k, ci for gen.2 on a cobas 6000 c (501) module. The erroneous results were reported outside of the laboratory. The initial na result was 175 mmol/l, the initial k result was 6.24 mmol/l and the initial cl result was 132.5 mmol/l. The initial results were reported outside of the laboratory where the treating physician requested a rerun of the sample. The sample was re-centrifuged and repeated with an na result of 137 mmol/l, a k result of 5.50 mmol/l and a cl result of 97.9 mmol/l. There was no allegation that an adverse event occurred. No electrode lot numbers or expiration dates were provided. Since the albumin result produced a samp.c flag, a clot was detected during sample aspiration for the albumin. The results for ise tests are pipetted first, but since the albumin result produced a flag, this suggests the sample was compromised. It is likely that during the pipetting for the ise results, some sample material attached to the outside of the sample probe leading to additional sample volume being transferred in the dilution cuvette. Afterwards, the albumin was processed and during this pipetting a larger portion of the foreign material (e.g. Fibrin strands) caused the samp.c alarm. The most likely root cause is due to an issue with the sample caused by pre-analytical handling.